Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unspecified electrical performance issues, and helix extension issues. This rv lead was repositioned multiple times due to out of range electrical measurements. Subsequently, the helix mechanism required over 30 turns to extend. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the ez connector tool was returned on the lead, with the fixation knob engaged. The lead jumped with the release of the knob, due to overtorque. The helix mechanism was in the extended position, with dried body fluid and tissue noted in the helix housing. A bent and stretched helix was also noted. Microscopic inspections of the terminal pin assembly, lead body, no further anomalies. The clinical observation of helix difficulty was confirmed with the observation of helix damage. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unspecified electrical performance issues, and helix extension issues. This rv lead was repositioned multiple times due to out of range electrical measurements. Subsequently, the helix mechanism required over 30 turns to extend. A different rv lead was successfully implanted. No adverse patient effects were reported.